Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 09-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie was failed. A field service engineer (fse) identified a medication jam between the pockets c3 and c4. Fse popped the lids of both the pockets, ejected the pockets, removed the medication and reinserted the pockets to resolve the issue. Fse also completed the self-test through hardware test application. The system functioned as intended after the field service engineer had repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the station cubie had failed. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from another station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.